Event description:
It was reported that the patient lost stimulation sensation and experienced a lack of pain coverage (to pre-implant pain level) from their implantable neurostimulator (ins) which began (B)(6). It was noted that she had a fall on to her knees about a month ago and usually kept her stimulation level very low so she generally did not feel the stimulation. She tried to increase the stimulation and use other programs but was still unable to get any stimulation. Additional information was requested, but was not available at the time of this report.

Event description:
It was reported the patient fell in florida and was registering high impedances on the right lead. The patient was scheduled for a revision surgery on (B)(6) 2012. If additional information is received a follow up report will be sent.

Event description:
Follow-up information received indicated that the patient still had concerns with their device or therapy. The patient intended to work with their doctor or manufacturer representative to resolve the issue. The patient had an appointment scheduled for (B)(6)-2012. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4)

Event description:
It was further reported that when the patient fell, she jerked one of the leads. She was also in pain. The lead was replaced. Additional information regarding this event was requested from the physician, however, no pertinent information was received. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead model 3777-60, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; lead model 3777-60, serial # (B)(4), implanted: (B)(6) 2008, explanted: na; programmer model 37742, serial # (B)(4), recharger model 37752, serial # (B)(4).

Event description:
Additional information received reported the patient did not have concerns with their device or therapy.